Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, lead was pulled back (all slack went away), low sensing and low impedance. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.